Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2013, the pt underwent a trial procedure. During the procedure, the doctor experienced difficulty attempting to implant the lead due to scar tissue. As a result, the procedure was aborted. The lead was discarded by the surgical facility.